Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent left partial knee arthroplasty and subsequently was revised due to loosening of the tibial bone cement, pain and swelling.

Event description:
Revision was due to loosening of the tibial bone cement, pain and swelling.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.